Manufacturer narrative:
The customer's complaint of a dimple on the pcu was confirmed during a tpc site visit. Tpc-provided photos illustrating customer report of dimple on pcu display. The customer did not return pcu to be analyzed. However, the customer reported that when opening the pump module door by flicking it, the door swings open and makes contact with the pcu screen and over time may create the dimple. The dimple observed on pcu devices are cosmetic and do not affect the functionality/operation of device. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that during an assessment of the fleet, some pc unit screens were identified with a dimple on the lower right side of the screen. No patient involvement was reported.